Manufacturer narrative:
This device is distributed outside the united states: however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The pt had an aneurysm formation at least one year post procedure after receiving a cypher select stent. The pt was presented with mi, angina and/or st and the aneurysms were found on the angio. No additional information was given.